Manufacturer narrative:
Additional information was received on october 21, 2020. Placement of mentor gel implants was performed on october 30, 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 5, 2020. The investigation of the returned device was completed by the failure analysis lab on august 26, 2020. Device evaluation summary: during the visual evaluation, the device was observed to be ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness/rupture/ capsular contracture. Device evaluation summary: upon visual evaluation of the image of the device, the implant was observed ruptured. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 400cc mentor memorygel breast implants experienced several unexplained systemic symptoms post procedure. The symptoms were described as autoimmune issues (no autoimmune diagnosis), hair loss, and fatigue. These issues began in march of 2020. Right side baker grade iii with accompanying tightness and pain was also present. Additionally, the implant had ruptured. These issues were diagnosed by a physician. On (B)(6) 2016 the patient underwent capsulorrhaphy with elevation of the inframammary crease. As a result, capsulectomy with implant removal was performed on (B)(6) 2020. This report relates the right prosthesis. See 1645337-2020-10142 for contralateral prosthesis report.